Event description:
Customer reported that the cartridge was not fitting properly on the pump, as it was not fully snapped into place. There was no adverse impact to the customer's blood glucose level. Technical support instructed the customer to inspect various parts of the pump and to clean specific areas, resulting in the successful removal of the obstructing o-ring. After following these instructions, the customer was able to securely fit the new cartridge and successfully complete the load process, thus resuming insulin delivery.